Manufacturer narrative:
D9: product received date 8/8/2025. H3/h6: one device was returned for analysis of complaint that the device exhibited error code 42224, the downstream occlusion was damaged, and a cassette not attached error occurred during testing. No previous repairs noted in the last 12 months. Review of event log found high alarm displayed: cassette not attached properly. Visual and functional testing was performed. Probable cause was a nonreactive dso sensor. The customer reported issue of downstream occlusion (dso) was damaged and a cassette not attached error was able to be replicated through visual inspection and occlusion test. Error code 42224 could not be replicated. The cause of the confirmed issue was nonreactive dso sensor and dso seal delamination. The confirmed issue was resolved by replacing the dso sensor and seal. Upon further investigation, the device failed the air detector test. The device was repaired by replacing the air detector. The device passed all functional and delivery tests performed after repair activities were completed.

Event description:
It was reported that the device exhibited error code 42224, the downstream occlusion was damaged, and a cassette not attached error occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.